Manufacturer narrative:
The device was returned for analysis. The reported unspecified failure was confirmed as a guide separation. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: device code 1562 removed.

Manufacturer narrative:
Date of event: estimated date. The device was returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that vessel puncture closure was attempted using a proglide device. Reportedly, an unspecified failure occurred. The method used to achieve hemostasis was not provided. Returned device analysis showed: the device was deployed and the guide was separated at the distal end of the guide tube. No additional information was provided.